Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device run with cassette not connected properly/misaligned. There was patient involvement, and no patient harm/adverse events reported.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not connected properly/misaligned. No available service history of 12 months. Review of event history found nothing related to the reported problem. Visual/functional testing was performed. The complaint cannot be confirmed through downstream occlusion (dso) test and no disposable attached (nda) test. Device passed both tests successfully. Probable cause of reported problem is unknown. Upon further investigation, found that remote dose jack was damaged. Replaced lemo connector. Performed remote dose test. Device alarmed error code 41627 multiple times. Replaced motor. Performed motor test. Device passed all testing criteria post repair.